Manufacturer narrative:
Unit failed displacement test (239.9 units remaining on status screen) and motor error alarm during rewind due to motor encoder out of phase.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer stated that the device had been exposed to high magnetic fields. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.